Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing shocking sensation from the ipg and patient was unable to breathe. It was unknown if the symptoms patient experienced were device related. It was also reported that the patient was admitted in the psychiatric facility.

Event description:
A report was received that the patient was experiencing shocking sensation from the ipg and patient was unable to breathe. It was unknown if the symptoms patient experienced were device related. It was also reported that the patient was admitted in the psychiatric facility.

Manufacturer narrative:
Additional information was received that the patient was admitted to the psychiatric facility due to seeing visions with paranoia. The physician ordered xray which revealed no movement in the location of the ipg. The patient was reprogrammed successfully.